Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
No devices or photos were rec'd; therefore the condition of the components is unk. Incomplete primary operative notes were provided, but do state that with final implants in place, alignment was satisfactory, with full extension and flexion well beyond 90-degrees, good stability, and good tracking with no further soft tissue releases. Revision notes state that the articular surface had completely disassociated from the tibial component. Additionally, wear marks were noted on the tibial baseplate, as well as on the underside pin associated with the polyethylene component. No noted observations regarding condition of the polyethylene locking tabs were made. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation close.